Event description:
It was reported by the sales rep that the vascular shunt was in the vessel when it popped out during the procedure. There was a change in strategy as the md determined to not be able to patch. There was no patient injury related to this change in strategy.

Manufacturer narrative:
Received (1) vascular shunt and 1cc b-d syringe. Dry blood was visible inside infusion lumens. Both balloons inflated and remained inflation without any leakage. Balloons also deflated without any problem. No visible damage was observed from the unit. Visual examination was performed with unaided eyes. The 9 mm balloon was inflated with 1ml of air and the 15mm balloon was inflated with 3 ml of air using standard 1ml and 3ml syringes respectively. The shape of the 9 mm balloon was symmetric. The shape of the 15 mm balloon was found to be asymmetric. The report of the shunt popping out of the vessel could not be confirmed through device evaluation. A device history record (DHR) review was performed and no non-routine nonconformance reports were generated. Instructions for use were reviewed and found appropriate. Additional information received indicates the customer clamped the artery while the shunt was examined by the md. At this time, he noted the balloon did not inflate symmetrically. The asymmetric balloon was reviewed with the manufacturing supervisor. The supervisor confirmed the balloon would not have been accepted during product acceptance activities. The balloon was confirmed to maintain inflation; however incidence of balloon over inflation could not be determined. The customer stated IFU instructions were followed however the insertion technique/positioning process could not be replicated; hence the basis of the balloon eccentricity and reason in which the shunt was reported to have popped out during the procedure could not be determined. The issue could not be traced to a manufacturing nonconformance; hence a product risk assessment (pra) or CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from customer.no allegation of device malfunction, patient injury noted of a change in operative strategy.